Manufacturer narrative:
On july 27, 2020, the patient contacted the cr to disclosed that she had reached out to the implanting clinician on (B)(6) 2020 and left a voicemail because the patient was experiencing pain in her left lower buttock and a hard nodule in the same location. Cr instructed the patient to turn off the device until she sees the implanting clinician. On (B)(6) 2020, the patient was seen by an on-call physician at the pain clinic. The physician observed a nodule where the devices were implanted and believed that the device had migrated. The patient made an appointment with the implanting clinician for (B)(6) 2020, for the implanting clinician to check on the patient's possible device migration. On (B)(6) 2020, the patient had a follow-up appointment with the implanting clinician to check on the possible device migration and the increased pain related to bladder urgency. The clinician performed x-rays, which showed both stimulators had migrated. Patient and clinician decided to explant and implant both stimulators on (B)(6) 2020. On (B)(6) 2020, the implanting clinician explanted stimulator serial number (B)(6) and successfully implanted two stimq neurostimulators. On (B)(6) 2020, the implanting clinician was unable to explant stimulator serial number (B)(6) because it was found to be too deep to determine the location via x-ray and was left in the patient's body. On (B)(6) 2020, the cr followed up with the patient on his condition's status. The patient disclosed the incision site is healing well, she has not had any further issues, and she is receiving pain relief from the stimulator the stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Metal migration is a known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo200528 and swo191202, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported migration to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr) in the united states. Cr became aware of this issue (B)(6) 2020.